Event description:
Complainant alleged that while attempting to defibrillate a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for eval. Instead, the customer returned the ECG event data, and eval concluded that the device operated to specification. The analysis algorithm incorporated in zoll defibrillators works by taking nine-second ECG samples and dividing the sample into three, three-second segments. The algorithm then makes calculations based on ten waveform characteristics for each segment and classifies each segment as shockable or not shockable. A minimum of two of the three segments needs to be identified as shockable in order for the device to give a result of "shock advised". Review of the ECG event data concluded that the first and third segments were classified as ventricular fibrillation, shockable rhythms, and the second segment was classified as "no matching condition" which means characteristics did not match any of the pre-defined rules for shockable or non-shockable rhythms. Since two out of three segments had a result of a shockable rhythm, the overall result for the analysis was "shock advised". The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not because of a device malfunction. Analysis of reports of this type has not identified an increase in trend.